Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The cuff was explanted and replaced. There is no additional information reported.